Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer had attempted to use to pump for the first time, and the touchscreen was frozen. There was no impact to customers` blood glucose level. Customer has not yet connected to the pump for insulin therapy.